Event description:
It was reported that after placing the tissue on one side and when pulling through to the other side, the connector opened. The dr attempted to pull the tissue out when it started to rip at one of the chevrons. The dr was able to remove the tissue without it tearing apart. Another piece of tissue was used without any further complications being reported.